Event description:
The deionized water used for dialysis treatment was outside the water quality limit for patient use.

Manufacturer narrative:
Original complaint received from the facility concerning their di tank was depleted and alarming. The customer reported that the di tanks were running out too soon. Potential 18 patient treatments affected. The di tanks were returned to mcp and per internal investigation it was found that the resin separation in the di tanks was occuring due to units being connected in reverse/ wrongly by mcp technicians when they inserviced the tanks. Deionized water was 3.5 megohms at 500 mls/min when the limit is 2 megohms. To this date, there were no reports of patient injury or other adverse patient impact however, dialysis treatment was delayed. This complaint will continue to be monitored within mcp complaint system. If additional information is received, this case will be reviewed upon receipt.